Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately.

Event description:
It was reported that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately. Per follow up information received via email on 16oct2024, it was reported that they have sequestered the pads to send for evaluation and are waiting for information/return label and package to send. Issue was resolved by calling the help line to troubleshoot and subsequently opening a new set of pads which worked. Item number: 317-09 and lot: nghz0984 were provided. This issue caused the patient to have a delay in starting therapy.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is kinking of the pad lines. Visual evaluation of the returned sample noted one opened arctic gel large pad kit present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Kinking/tubing collapse seen in right and left chest pad lines beneath foam jacket. Tubing for all other pads noted no kinks present. Hydrogel was intact with pads and not separated. No crushed dimples or signs of over lamination in the pads. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. Right chest pad: a total of 2.3 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35%, inlet pressure was -7.0 psi. Left chest pad: a total of 2.3 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 35%, inlet pressure was -7.1 psi. Right thigh pad: a total of 4.6 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 40%, inlet pressure was -6.8 psi. Left thigh pad: a total of 3.8 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 46%, inlet pressure was -7.1 psi. The labeling is found to be adequate. Per the IFU: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an arctic gel pad failure overnight when there was an attempt to initiate therapy. Troubleshooting included checking all connections and calling the help line. It was determined that the valve within the pads likely malfunctioned and was not loading the pads. An rls was completed, and they had sequestered the pads to send to the company for assessment. A second pair of pads was opened and was functioning appropriately. Per follow up information received via email on 16oct2024, it was reported that they have sequestered the pads to send for evaluation and are waiting for information/return label and package to send. Issue was resolved by calling the help line to troubleshoot and subsequently opening a new set of pads which worked. Item number 317-09 and lot nghz0984 were provided. This issue caused the patient to have a delay in starting therapy.